Event description:
Patient reported the pump does not deliver properly after a battery change, resulting in high and low blood glucose levels; able to self- treat. Cartridge and infusion set have been discarded and will not be returned. No adverse event reported. Requested return of the alleged pump and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.